Event description:
It was reported that the procedure was to treat two lesions in the heavily calcified left anterior descending (lad) artery and the heavily calcified diagonal artery. Pre-dilatation was performed in both lesions. The 2.75 x 12 mm xience v stent delivery system (sds) was advanced to the diagonal lesion. The 3.5 x 15 mm xience v sds was attempted to be advanced to the lad lesion, but could not cross and was removed. The 3.0 x 23 mm xience v sds was then advanced to the lad lesion, but could not cross and the shaft became slightly kinked. All the devices were removed from the anatomy. A new 7f guiding catheter and guide wires were advanced to the lesions. The same 2.75 x 12 mm xience v sds and 3.0 x 23 xience v sds were re-advanced to the lesions. The sds balloons were inflated; however, the stents could not be seen under angiography. It was confirmed that both stents had dislodged in the first guiding catheter. A small dissection was noted in the lad lesion; therefore, the 2.5 x 38 mm xience prime sds was advanced, but could not cross to treat the dissection. The sds was removed and a 3.0 x 18 xience v stent was used to successfully treat the dissection. It was noted that there was resistance during advancement and removal of all the sds devices, but it could not be confirmed what the resistance was with. The patient experienced a small myocardial infarction during the procedure which was treated with medication. The patient is now in stable condition and no further treatment is planned. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - re-insertion. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the xience everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The 3.5 x 15 mm xience v, 3.0 x 23 mm xience v and 2.5 x 38 mm xience prime referenced are being filed under separate medwatch reports.